Event description:
It was reported that the laparoscope, gynecologic emitted colored flashes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent, the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the video cable section was broken, and the light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the video cable was broken and therefore the image was purple, also, the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. In regard to the other malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.